Manufacturer narrative:
This is a follow up to emdr 9617229-2019-12337. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that the implant "made them sick", "feeling like hot burning fire going through my nipples and it's getting worse¿ and "rupture, fluid build up around the implant, pain and exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Later healthcare professional confirmed the event rupture via MRI. This is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, d.4, h.4.

Event description:
Patient reported that the implant "made them sick", "feeling like hot burning fire going through my nipples and it's getting worse¿ and "rupture, fluid build up around the implant, pain and exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Later healthcare professional confirmed the event rupture via MRI. This is for the right side. Device remains implanted.